Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrosurgical generator displayed an error e006, non-conductive fluid. The issue occurred during a therapeutic ureteral resection procedure. The procedure was cancelled while the patient was sedated. There were no reports of patient harm.